Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic sleeve gastrectomy. Event description: while closing while pulling trocars out the tab connected to seal housing broke off and into the patient. Piece was removed from patient. Another product not deemed necessary. Additional information provided by applied medical representative on 28oct2025: no lot number was provided the latch tab on the cannula broke off and fell into the patient. They were able to retrieve it from the patient. I was not able to get a clear answer on whether the tab was being pinched at the time of breakage. Intervention: piece was removed from patient. Another product not deemed necessary. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula wing tab. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: laparoscopic sleeve gastrectomy. Event description: while closing while pulling trocars out the tab connected to seal housing broke off and into the patient. Piece was removed from patient. Another product not deemed necessary. Additional information provided by applied medical representative on 28oct2025: no lot number was provided the latch tab on the cannula broke off and fell into the patient. They were able to retrieve it from the patient. I was not able to get a clear answer on whether the tab was being pinched at the time of breakage. Intervention: piece was removed from patient. Another product not deemed necessary. Patient status: no patient injury indicated.